Event description:
The customer initially called to request assistance with changing the infusion set and reservoir. The customer was assisted and was able to prime. During the call, the customer reported that he found an air bubble in the reservoir that he attempted to fill earlier. He resolved the issue by changing the set. Blood glucose value at the time was 190 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.